Event description:
It was reported that the patient underwent an urgent pacemaker replacement due to unexpected battery depletion. The penultimate follow-up dated in (B)(6) revealed that the remaining battery longevity was 16 months (6.33kohm, magnet rate: 91). When the patient came for the 6-month follow-up on (B)(6) 2018, the device was found to be at the end of life and in back up mode.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
It was reported that the patient underwent an urgent pacemaker replacement due to unexpected battery depletion. The penultimate follow-up dated in february revealed that the remaining battery longevity was 16months (6.33kohm, magnet rate: 91). When the patient came for the 6-month follow-up on 02 aug 2018, the device was found to be at the end of life and in back up mode.

Event description:
It was reported that the patient underwent an urgent pacemaker replacement due to unexpected battery depletion. The penultimate follow-up dated in february revealed that the remaining battery longevity was 16months (6.33kohm, magnet rate: 91). When the patient came for the 6-month follow-up on 02 aug 2018, the device was found to be at the end of life and in back up mode.